Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins)for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy.. It was reported that  the first few days home after the procedure it felt like her device was making her electrically charged.   During the lightening storm they were  feeling zaps in their incision.  It was stated the event was possible related to the therapy or device and not related to the implant therapy. It was also stated that it was not due to programming specify final programming date and time for most recent interrogation prior to event: (B)(6)2019. Resolved without sequelae (B)(6)2019. Additional information was received and it was stated that on (B)(6)2019: (telephone conversation) patient states yesterday  they developed pain at the battery site, its constant and worse with standing, rates pain 7 / 10 and 10 with standing. Patient states  their primary care provided (pcp) looked at the incision and doesn't think its infected. It was stated that it was possibly related to incisional site/device track. And for action and intervention taken, put a lidocaine patch right over her incision and also use ice packs action date: (B)(6)2019 and resolved without sequelae (B)(6)2020. Further information was received and patient denies any urgency but is having some urge incontinence while pulling her pants down. On (B)(6)2020: she notes daily urgency and urge incontinence again. Patient stated they do not get an urge until its too late and then  leaks all the way to the bathroom. Device   switched  to program  c at 0.5 with rectal and low butt cheek stim. Action date: (B)(6)2020.  No further complications were reported/anticipated at this time.